Event description:
The customer reported atypical results of one patient. The customer provided two daily journal images of type and screen using ih-1000 on the same patient. Two samples were collected approximately a week apart with similar results. The back type and the antibody screen reactions were clearly atypical. The software ih-com, version 5.0 interpreted these results as negative, and there are very clearly not negative, but although clearly not typical positive either. In both cases the abo/rh was ntd (not to determine) due to forward reverse mismatch. The results were corrected by the user but the results were flagged not for the reason they should have been. The patient has a history of multiple myeloma and the examples were expected to present with atypical results. Our investigation confirmed that all tests were correctly performed by the instrument and no issue or malfunction on the instrument was identified (from the trace files analyses) and the wells a1 and b were interpreted as negative. According to the analysis our technician conducted the detection of the double population on the reverse group and the ab screening test was deactivated.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported atypical results of one patient. The customer provided two daily journal images of type and screen using ih-1000 on the same patient. Two samples were collected approximately a week apart with similar results. The back type and the antibody screen reactions were clearly atypical. The software ih-com, version 5.0 interpreted these results as negative, and there are very clearly not negative, but although clearly not typical positive either. In both cases the abo/rh was ntd (not to determine) due to forward reverse mismatch. The results were corrected by the user but the results were flagged not for the reason they should have been. The patient has a history of multiple myeloma and the examples were expected to present with atypical results. The investigation is still ongoing.